Event description:
The patient was not feeling well and was taken to the cardiology office for a pacemaker check. She was a new patient to this practice. While in the office, she was noted to have 10 second pauses with syncope, seizure activity and had a cardiac arrest. She was admitted to the hospital after she arrested. It turned out the pacemaker was beyond end of life and was off in transient episodes. The patient is totally pacemaker dependent and the cardiology notes indicate she had not had a pacer check in 6 years. She was admitted to the hospital and went straight to the cardiac catheterization laboratory where the md inserted a temporary transvenous pacemaker through the femoral artery approach without complications. The next day, the md inserted another pacemaker. Subsequent interrogation was normal and the patient's pocket had no complications. She was discharged in stable condition. The pacemaker has been recalled.